Event description:
Surgeon had difficulty getting initial wire through the left ureteral stricture. Surgeon did get access with a small wire and then used the laser to open the stricture and get a larger wire in. Surgeon saw this after stent was positioned. Surgeon determined it to be in the patient¿s best interest to leave the wire inside the patient until patient brought back to remove the stent. Patient had a stent exchange about 2 months later and the wire was removed at that time.

Event description:
Surgeon had difficulty getting initial wire through the left ureteral stricture. Surgeon did get access with a small wire and then used the laser to open the stricture and get a larger wire in. The distal segment of the small wire was inadvertently broken off with the laser. Surgeon saw this after stent was positioned. Surgeon determined it to be in the patient's best interest to leave the wire inside the patient until patient brought back to remove the stent. Patient had a stent exchange about 2 months later and the wire was removed at that time.